Event description:
A physician reported a pt who was originally skin tested (date not known) by another physician with negative results. The pt had multiple collagen treatments without event in 1999, the pt was treated in the upper vermilion boarder. On 2 dec 1999, the pt called the office and stated she had swelling at the right upper vermilion border treatment site. The symptoms began on 2 dec 1999. On 13 dec 1999, the pt was examined by the physician who noted a fluid filled nodule at the upper left vermilion border treatment site. At the time of examination, the pt also reported that she had developed a fluid filled nodule at the right upper vermilion treatment site which had drained spontaneously, since the 2 dec 1999 onset of symptoms. The physician performed an incision and drainage by needle aspiration, sent a culture, and prescribed oral duricef. On 17 dec 1999, the pt presented with another fluid filled nodule at the upper vermilion border treatment site,(exact area not specified). The physician performed an incision and drainage by needle aspiration and sent a culture. The results of both cultures were negative. The physician diagnosed the symptoms as abscesses related to the collagen treatment.